Event description:
An event occurred involving a 15" (38 cm) appx 5.2 ml, bifuse add-on set w/bag spike, spiros¿, 3 clamps (blue, red, white), dry spike adapter that reportedly leaked cisplatin during infusion. There was no bleed back reported. There was patient involvement, no patient harm/adverse event and no delay in critical therapy as a result of this event. Only one (1) sample device was affected.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion. E1 - this complaint was received through: (B)(6).

Manufacturer narrative:
Investigation summary: a photo was returned by the customer showing the set with the bond area below the spiros as the area of leakage. No leakage observed in the photo. Received one (1) used ch3187 connected to one (1) used list# unknown plum set for inspection. No defects or anomalies noted. No mating devices were returned for inspection. The ch3187 and plum set were leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.